Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400-500mg/dl at the time of the incident. Customer stated that she had issues with the insulin pump as when she replace the battery insulin pump did not register the new battery. Another blood glucose level was 64 mg/dl. The customer corrected blood glucose by 9.8 units of bolus. The device will not be returned for analysis.